Manufacturer narrative:
(B)(4). Batch #: t5en3e. Investigation summary: the analysis results showed that one ecr60g reload was returned unfired with four double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from right proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the reload pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracoscopic resection of left upper lobe lesions surgery, the device would not fire when severing pulmonary parenchyma tissue on the second firing. Checked the sled¿s position and it was a lockout issue. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.